Event description:
It was reported by the recipient that approximately 4 months ago he started having intermittent sound or low sound volume when there is pressure applied to the area between the processor and pinna. In (B)(6) of 2018 there was a reported head injury. In (B)(6) 2019 the plan was to keep the device in place as he was doing well with it and the problem was only when pressure was applied to the site. Information received on november 19, 2019 stated that the issues have continued and therefore the user was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00317. For further information please refer to this report.